Event description:
It was reported that the x-ray switch on the 6800 system was slow to respond. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were re-seated and the monoblock control panel was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.